Manufacturer narrative:
H4: since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. H10: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device evaluation found the handle on the top cover and side bumpers had been removed by the user, and the main lamp and spare lamp were missing. Based on the results of the legal manufacturer¿s investigation, the user¿s reported event was confirmed and found to be due to thermal fuse failure; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted, a faulty thermal switch unit was discovered and caused the reported lighting failure. Additionally, both the main lamp and spare lamp were missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the light was not powering up on her olympus halogen light source while the device was being cleaned. There was no patient involvement during this event. During the device evaluation, it was confirmed that the unit had a faulty thermal switch unit. This report is being submitted to capture the faulty thermal switch unit found during the device evaluation.